Event description:
As reported, an implanted 4f valve PICC device began to leak after several days. The PICC was removed and replaced with no complications to the pt. The used device was returned to navilyst medical for eval.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) 2011 navilyst complaint report was reviewed for the product family of vaxcel pasv PICC and the failure mode of "hole in catheter." No adverse trends were identified. The returned, used sample was seen to have a hole in the catheter just distal to the suture wing. Under microscopic examination, the hold appeared as a straight, clean slice. The area of the defect contained tape residue. Due to the appearance of the cut, the root cause is not believed to be due to a design or mfg issue, but rather to the catheter having been nicked or cut with a sharp instrument, possibly during dressing removal. According to the complainant, the catheter had been in place for several days, which indicates that device integrity was intact at the time of placement. The vaxcel pasv PICC dfu (directions for use) that is supplied in the reported kit provides guidelines, precautions and warnings that should be followed by the end user in order to prolong the usable life of the catheter and to reduce the risk of damaging the device. Mfg process controls for the PICC include in-process visual inspection of the catheter assembly for scratches, kinks, and cracks. A 100% leak testing is performed on each device as well as a guidewire check for lumen patency. (B)(4).